Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed. As returned, hardness and dimensions taken are within specification. The item exhibits impact marks and is fractured. A device history records review was performed and no discrepancies were identified. A review of the complaint history determined that no actions are required at this time. The root cause of the reported issue cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor loosened after every mallet strike during a procedure. The impactor head was retightened after each blow, but eventually fractured. There was no patient injury or delay in the procedure reported as a result of the event.